Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2011 started at 12:44:08 with drain volume of 5173 ml during initial drain. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The evaluation of the device has begun; however, has not yet been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the iipv identified in the device log was undetermined. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A review of the device history record revealed the device failed pneumatic testing. A relationship between iipv and the pneumatic failure is undetermined. However, the device was reworked and passed all subsequent testing. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (rtb-CAPA-(B)(4)).